Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned; however, one photo of the device was provided for analysis. Functional and visual tests were performed, but the reported issue could not be duplicated. The samples were received in no-used conditions. The cause of the issue couldn't be confirmed. According to sample received, the failure mode leaking was not confirmed. A review of the device history record (DHR) showed that all inspections were completed, with no issues noted during manufacturing.

Event description:
It was stated that a chemical solution was leaking from the base of the yellow connector on the extension tube connection side. The event occurred before patient use, during priming at the facility.